Event description:
It was reported that the patient thought her device was working, but 20 weeks ago she ended up in the hospital for retention that lead to an infection, sepsis, kidney stones, and blood clots. The patient was hospitalized for 18 weeks. The patient stated that her heart was stressed and she was on medication for that and aspirin. New batteries were put in the patient's programmer, and she was assisted in turning the stimulator on and increasing stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28, lot # v567767, implanted: (B)(6) 2011, explanted: na; programmer model 3037, serial # (B)(4).